Event description:
It was reported that during lead implant procedure, the lead could not be fixed into myocardium, and lead dislodgement was observed. The lead was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.